Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a ear, nose & throat (ent) procedure, the navigation system unexpectedly re-booted itself. They were in the navigate task when the screen went black and the computer then booted to the application launch screen. In trouble-shooting, re-entered the software and normal function was restored. The medtronic representative verified power chain for the computer was well-seated. The surgeon opted to continue and completed the procedure with the use of the navigation system. Issue resolved. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. There were no ram or disk errors detected. The computer system ran for approximately 24hrs with no issues found. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. The software investigation found that although the software logs did not specifically indicate a specific cause of the system exit, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.